Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1200 occasionally will start to autocycle. At this time, it is unknown if there was any patient involvement associated with the reported issue.